Event description:
It was reported on (B)(6) 2010 that there had been a loss of therapeutic effect over the previous 2.5 months. The pt reported that she was experiencing a pain in her vagina and in her tailbone that the hcp stated "was not caused by the device." Pt learned about turning device on and reducing the setting from 6.0 to 4.0. On (B)(6) 2010, the pt indicated that her symptoms had improved, but not quite enough. Caller wanted to know if it would be okay to increase it further. Pt increased stimulation from 3.7 to 3.8. On (B)(6) 2010, pt stated they still were experiencing urgency, but it is improved since last call. Pt reported the pt programmer was not able to adjust stimulation. New batteries were placed in the pt programmer. The caller reported seeing the implantable neurostimulator (ins) battery low info screen and reported they had seen this screen in the past. Caller was able to view ins settings and reported seeing ins on icon and ins at 3.9. High impedances were observed on (B)(6) 2010. The lead and neurostimulator were replaced (B)(6) 2010. It was unk if the event was attributed to any of the devices. Urinary issues were associated with the event. The pt recovered without sequelae.

Manufacturer narrative:
(B)(4).